Event description:
On (B)(6) 2016: innova stent would not deploy and while trying to remove the stent it broke into three pieces. Two pieces were retrieved, the 3rd piece was deployed in the vessel. The 3rd piece was removed and new stents placed (lot # 19245284). This was 6 x 200 x 130 mm stent. (B)(4).